Manufacturer narrative:
Concomitant medical product: dtba1qq crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with fluid build-up and was found to have bilateral ankle edema with fatigue. The patient admitted to dietary indiscretion. It was noted the left ventricular (lv) lead adapted amplitude had increased due to loss of capture. The lv pacing vector was reprogrammed and the lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.